Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) because the reservoir had migrated behind the pump in the patient's scrotum. A revision surgery was performed, in which only a new reservoir was implanted. In order to reposition the reservoir, longer tubing was needed. After the procedure, the device was fully functioning, and the patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.